Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Expiration date - requested, information not received. UDI - requested, information not received. Implanted date: device was not implanted. Explanted date: device was not implanted. Device manufacture date - requested, information not received. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The user facility reported similar events from the same product code/lot number combination. See MDR 3013394970-2017-00644. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal was reported defected. The following information was provided by the user facility: when they opened the angioseal device there were missing parts. Additional information was received on (B)(6) 2017: they inserted the device into the patient and the device never clicked when engaged. They removed the device and observed that there was no foot plate of suture line inside. They performed an angio and confirmed that nothing was dislodged in the patient. The patient did not suffer any major blood loss. The procedure was successful. It was reported that they held pressure to achieve manual compression.

Manufacturer narrative:
It was initially reported that the device was received on december 18, 2017. The correct device return date is january 2, 2018.

Manufacturer narrative:
One 6f angioseal device was returned for evaluation. The hemostasis sheath and the locator were returned separate from each other. The locator was kinked at the blood inlet holes. Functional testing was conducted. A good arteriotomy locator was attempted to be mated with the sheath. The locator could only go half way and was unable to be inserted. During insertion, some white debris was observed in the inner length of the tube and some debris escaped from the blood inlet holes. The inner diameter of the hemostasis sheath was measured to be 0.094" throughout its body. All measurements were confirmed to meet manufacturer specification. At this time, the nature of the foreign debris is unknown. The debris was fine and was not able to be collected for testing. During insertion, some white debris was observed in the inner length of the sheath tube and some debris escaped from the blood inlet holes. This debris might have caused the obstruction in the sheath that contributed to the kinked locator. However, the debris was not collected, and its origin could not be established. The procedure to complete the sheath was reviewed. The two blood inlet holes are drilled into the sheath body during this operation. According to the instructions, a support beading tube must be inserted into the sheath prior to performing the drill cycle. As part of this investigation, it was verified what occurs if the support beading tube is not inserted. Without this tube, the blood inlet holes are not drilled because the sheath (white) tubing alone is not steady enough to sustain the force of the drill bits. Since it is not possible to drill the holes without the support beading tube, it is understood that white particles inside the sheath tubing during drilling is not possible. In addition, using a microscope magnification, the drilled sheaths are inspected to verify that the two holes are present and that the holes are free of debris. Therefore, foreign matter in sheath originated at drilling machine is not considered a cause. In addition, it was observed that if the locator is held at the hub section while inserting into the sheath, a kink at the blood inlet holes may be formed while pushing it inside. According to the IFU, the recommended position of the hands to insert the locator is by holding it on the tubing above the blood inlet holes. Therefore, a combination of the obstruction and the insertion technique could have contributed to this complaint. Considering the evaluation performed at the different stages of production of the sheath and the locator, the defects associated to this complaint are not likely to occur. The complaint is confirmed for the kinked locator. Based on the visual, microscopic, dimensional and process analysis, the complaint was determined not to be related to any manufacturing issue. The device history record check for each lot was performed to determine any relationship between the complaint mode and the record, noticing kinked locators or fm inside sheaths. A review of the batch record showed that the product met all manufacturing requirements and there was no in-process related nonconformance generated during manufacturing or packaging of the batch with no findings.